Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 5/10/2018. (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch mbj661, batch lmp269, batch lge315, batch ghg592, batch lapa23. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Patient indication for initial surgery. Product code and lot number used on patient that had post op suture breakage? On what tissue was the suture used? How was the suture tied? How was the suture placed? What was the condition of the tissue where suture was used (normal, diseased, weakened)? How many prolene sutures were found to be broken in this patient event post operatively? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What medical or surgical interventions were performed? Can you describe the appearance of the suture during the second procedure (location of breakage)? Can you describe the appearance of the knots during the second procedure? Did the knots untie post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What in the physicians opinion are the factors contributing to the event? Patient current condition. Patient demographics: age or dob, bmi, gender. Patient pre-existing medical conditions . Is the actual sample available for analysis? Are any unopened samples of the same lot number available for analysis? Are there any pictures available of the broken suture?

Event description:
It was reported that a patient underwent an aorto bi-femoral procedure on (B)(6) 2018 and suture was used. Post operatively, on (B)(6) 2018, the suture broke. The patient had to be readmitted to address this issue. The patient required a reoperation. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: (B)(4) mfg date:(B)(4) 2016, exp. Date - (B)(4) 2021. (B)(4) - mfg. Date: (B)(4) 2017, exp. Date - (B)(4) 2022 (B)(4) - mfg. Date - (B)(4) 2018, exp. Date - (B)(4) 2023. (B)(4) - mfg. Date -(B)(4) 2017, exp. Date - (B)(4) 2022. (B)(4) date - (B)(4) 2017 exp date - (B)(4) 2022. (B)(4) - mfg. Date - (B)(4) 2017, exp. Date - (B)(4) 2021. The device history records were reviewed for the possible batch numbers and the manufacturing criteria was met prior to the release of this lot. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or damage were noted. Functional test was performed on the samples and the tensile force met the requirements. Per the condition of the representative sample, no breakage suture were noted. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Unopened samples were returned for product code (B)(4) for lot # lmp269, lot # mbj661, lot # lgh592, lot # lap823, lot # lge315. Please confirm product code involved is (B)(4), based on samples returned. On what tissue was the suture used how was the suture tied? How was the suture placed? What was the condition of the tissue where suture was used (normal, diseased, weakened)? How many prolene sutures were found to be broken in this patient event post operatively? Was there any patient predisposing event (cough, fall, etc) prior to dehiscence? What medical or surgical interventions were performed? Can you describe the appearance of the suture during the second procedure (location of breakage)? Can you describe the appearance of the knots during the second procedure? Did the knots untie post op? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What in the physicians opinion are the factors contributing to the event? Patient current condition. Patient demographics: age or dob, bmi, gender patient pre-existing medical conditions. Are there any pictures available of the broken suture?